Manufacturer narrative:
Additional product component: model number/catalog number: 72404155, batch/lot number: 761038009, model/catalog description: reservoir 65ml pc/iz.

Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams700 device was visually inspected and functionally tested. No leak was found. Both cylinders performed within specifications. The pump was not functionally tested due to a misaligned spring. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 72404155, serial number: null, batch/lot number: 761038009, model/catalog description: reservoir 65ml pc/iz.

Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.